Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, the device was inserted in the scope and upon reaching into the patient, the tip of the guide catheter broke and it was retrieved with a snare. The procedure was successfully completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event.